Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: three sealed boxes ((B)(4) on each box) of product code ep8704slh were returned to ethicon inc for analysis with the packaging closed. As per the sampling plan, visual inspections were performed on 32 samples packets, the samples were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to fraying, damaged, or breakage suture, and no defects were observed during evaluation. Functional test was performed, and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional information was requested and the following was obtained: when was the needle pull off observed? (In the package, during removal from package, during handling or during use on the patient)? Please specify for each of the involved devices (3). During used on the patient with anastomosis procedure. Were fragments removed easily without additional intervention? How were they retrieved? Yes, change new suture. Were there any patient consequences? No. Note: event reported in 2210968-2021-07984, 2210968-2021-07985, and 2210968-2021-07986.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure date? When was the needle pull off observed? (In the package, during removal from package, during handling or during use on the patient)? Please specify for each of the involved devices (3). Were fragments removed easily without additional intervention? How were they retrieved? Were there any patient consequences? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Note: events reported via 2210968-2021-07984 and 2210968-2021-07986.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.